Manufacturer narrative:
Upon review, since the reported events occurred during prep and not during use in the patient, reported event does not meet the definition a device failure that should be reported as a malfunction. Therefore, a final report is not required no additional reports will be forthcoming regarding this event. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00369 and 9616099-2015-00370.

Manufacturer narrative:
Analysis of the device is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00369 and 9616099-2015-00370.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00369 and 9616099-2015-00370.

Event description:
Before use on patient during preparation both outback were found to be defective. The tip was bent and it was hard to deploy and retract the cannula. The procedure was performed successfully with another device. This issue occurred during preparation before use on patient. The device was stored and prepared according to labeling instructions. No further information is available.